Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was possibly under delivering. The customer reported they had no delivery alarm. Patient's blood glucose at time of incident was 321mg/dl. Patient's current blood glucose was 347mg/dl. The customer treated it with injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as she felt like she was not getting a full delivery. Customer stated the drive support cap appears normal. Customer does not have a tubing clamp available to perform high pressure test. The customer will call back after receiving tubing clamp to perform high pressure test. The reservoir and pump will not be returned for analysis.